Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis with subsequent hospitalization, pd catheter removal and transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the peritonitis event. Although a cause of the peritonitis has not been determined, culture results were positive for fungi. Causes of fungal contamination include breaks in sterile technique when connecting peritoneal catheters to bags of dialysate, infections at the cutaneous site of catheter entry, intestinal perforation, and transmigration of fungi across the bowel wall into the peritoneum. The international society of peritoneal dialysis (ispd) recommends immediate catheter removal when fungi are identified in the pd effluent. Based on the available information and no allegation or evidence of a deficiency or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.